Event description:
Reference number (B)(4). Event occurred in germany. The patient reported that the catheter was kinking on (B)(6) 2025. The patient also reported that the catheter was inserted at stomach with regular change of placement site and double disinfection, therefore patient had used alcohol pads and had a fold on skin while inserting. No further information was available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.